Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the patient was in their house, running from their dog, when they ran into the counter and hit their device. This occurred on (B)(6) 2018. Since then, they had been experiencing an increase in nausea and vomiting. The patient was currently in intensive care for diabetic ketoacidosis, and the hospital was trying to get the patient's diabetes under control. It was noted that the patient's medical history included diabetes. When the rep checked the device, impedance was 547 and each lead was approximately 365. The patient's current had dropped since initial implant to 3.7 and the voltage was at 2.1. The rep contacted the implanting surgeon, and the surgeon wanted the patient adjusted to a current of 5.0 and a voltage of 2.8. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.